Event description:
Customer reported scratches and cracks on the insulin pump. Customer stated that her blood glucose readings dropped to 40 mg/dl and treated with yogurt and sandwich. Customer's blood glucose reading at the time of the call was 187 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window. No cracks on the screen noted.